Event description:
The pt's mother reported that the pt experienced low blood glucose levels in the range of 32 to 64 mg/dl. When the reading was 32 mg/dl the pt was treated by the rule of 15, ingesting 15 grams of carbohydrates. Fifteen minutes later, the pt's blood glucose concentration was 72 mg/dl. The mother correlated the low blood glucose levels to use of the new pump.

Manufacturer narrative:
The pump was returned to animas. Evaluation demonstrated that the pump was operating within required specifications and flow accuracy tests determined that the pump delivered insulin accurately. The pump was exercised with no alarms occurring.